Event description:
The st. Jude med rep reported that the device displeyed a complete loss of sensing on the ventricular channel. No r-wave amplitudes were able to be measured by the device despite consistent intrinsic activity during temporary pacing. No sensing was present during temporary pacing or during permanent pacing in vvi or ddi modes. The rep downloaded the device memory map. Firmware analyzed the memory map and no issues were found. The rep placed the device in software reset, then hardware reset, and loss of sensing continued. The pt reported not having experienced any physical or electrical trauma recently. The decision was made to explant the device.